Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her one touch ultra meter read inaccurately erratic when performing consecutive blood glucose tests. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2013. At an unspecified date/time the patient reported obtaining blood glucose results of ¿536, 305 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with insulin (unknown type, self adjuster) and denied making any changes to her usual diabetes management regimen in response to the alleged inaccurate result(s). One day after the alleged issue occurred, the patient claimed she began to feel ¿dizzy¿. The patient stated she self treated with food and or drink in response to those symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The cca discovered that the patient was not washing her hands prior to drawing her blood sample. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.